Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 460 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. It was stated that the auto mode was active at the time of incident. It was stated that there was insulin flow blocked alarm. The customer was not wish to continue troubleshooting. The insulin pump will not be returned for analysis.